Manufacturer narrative:
The insulin pump was received with horizontal black lines due to cracked lcd glass and a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the insulin pump the pump screen will be flashing white but did not flash after being in sleep mode. The customer¿s blood glucose level was unknown at the time of incident. It was reported that they fell with the insulin pump. The insulin pump is being replaced and is expected to return for analysis.